Event description:
Philips received a complaint on the dfm100 defibrillator indicating that the device failed therapy testing. There was no patient involvement. Based on the information available, the cause of the reported problem was a faulty therapy pca. The reported problem was confirmed. The customer was provided a replacement therapy pca to resolve the issue. It has been concluded that no further action is required at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.